Event description:
Customer reported the left monitor is not operating. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the bmi harness. System operates as intended.